Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to manufacturer report 2124215-2025-54036 for the associated device. It was reported that the patient had both a lynx blue system and upsylony-mesh system devices implanted during a procedure and has since experienced complications. These include small bowel obstruction, internal hernia, adhesions, scarring, pain including dyspareunia, and a loss of enjoyment of life. Additionally, the patient claims to have suffered, or may suffer in the future damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 10, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) medical center. (B)(6) united states. Block h6: the imdrf patient codes capture the reportable events of: e2328 - captures the reportable event of small bowel obstruction. E2319 - captures the reportable event of internal hernia. E2101 - captures the reportable event of adhesions. E1715 - captures the reportable event of scarring. E2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E0206 - captures the reportable event of mental pain and loss of enjoyment of life. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.